Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available as the device was not returned for investigation. Per the information received the sensor was never inserted in to the patient and the source of bleeding could not be identified, and the procedure was aborted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient developed hemoptysis immediately following the right heart catheterization performed in preparation for the cardiomems implant procedure. The cardiomems sensor was not inserted. The source of bleeding could not be identified, and the procedure was aborted. The patient was subsequently hospitalized for observation and monitoring for four days.